Event description:
Injecting nurse reported 1.5 months after injection with juvederm voluma with lidocaine in the cheeks, the patient developed "inflammation, late onset of nodule formations under the skin and abscess on the lower left cheek". The patient was treated with hyaluronidase by the injecting healthcare professional. The patient was subsequently referred to another physician who recommended antibiotics and incision/drainage of the abscess; patient declined any additional treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, "nodule formations", and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling. Undesirable effects. The patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.